Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device exhibited a battery impedance of 17 kohms and then no output. The previous follow-up observed a battery impedance of 2 kohms.